Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was moisture present in battery compartment. The display lens was free of moisture. A leak test was performed and suggested a leak in battery compartment. There was no moisture within the device. There were two battery compartment cracks , one from the battery compartment lip toward case seal and one from the bumper toward case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.